Event description:
The surgeon inserted a three piece collamer lens model cq2015 into pt's eye and noticed the lens was torn. The lens was removed without enlarging the incision and replaced it with another model lens. No pt injury.